Event description:
Litigation papers allege, the patient experienced elevated levels of cobalt and chromium, intense pain, soreness, discomfort, and loss of range or motion that required revision surgery, and wrongful death.

Manufacturer narrative:
Although wrongful death is claimed in the litigation, no information regarding the death was provided. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.